Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was coming off the docking cap slightly and was unable to be re-docked appropriately. The lp was removed and implant attempt abandoned. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of connection problem was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.